Manufacturer narrative:
If explanted; give date: not applicable, there is no indication the lens has been explanted. The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there were scratches on an intraocular lens (iol) in the patient's left eye. Picture provided showed lens in the eye. No other information was provided.

Manufacturer narrative:
Additional info: device evaluation: no complaint product was returned for evaluation. A customer provided photo was received and evaluated. The pictures show the anterior segment of a pseudophakic eye claimed to be implanted with a 3 pc tecnis iol acrylic monofocal iol model za9003. The images shows an anterior segment image in which it can be observed an implanted intraocular lens with a lineal/parallel scratch like marks with a smearing appearance covering the top half of the lens. The root cause and the potential clinical impact of the observed phenomena cannot be determined from a picture assessment. The complaint issue " cosmetic issues" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.